Event description:
(B)(4).

Manufacturer narrative:
The lift and sling has been inspected and found to be in good working condition. Customer and technician concluded incorrect application of the sling to the sling bar hook.